Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a power error and the self test could not be performed, and the screen was white. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 63 noted in the formatted history file due to cold solder joints at u1 of the keypad assembly. The insulin pump powered up properly after battery installation. No unexpected white display or display anomaly noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was able to download to the carelink pro software without any errors. The insulin pump had scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.